Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to cuff erosion. A new artificial urinary sphincter consisting of a 4.0cm cuff, pump, and balloon was implanted on (B)(6) 2018 after the patient healed. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to cuff erosion. A new artificial urinary sphincter consisting of a 4.0cm cuff, pump, and balloon was implanted on (B)(6) 2018 after the patient healed.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to cuff erosion. A new artificial urinary sphincter consisting of a 4.0cm cuff, pump, and balloon was implanted on (B)(6) 2018 after the patient healed. Additional information received indicated that the device did not cycle properly. The new device functioned appropriately. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.